Event description:
It was reported that the patient's device was "cutting off" occasionally. It was noted that it had been about 3 years since the device was last checked. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).